Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing the right atrial lead. The lead was not implanted. No patient complications were reported as a result of this event.